Event description:
The following information was received from baxter global pharmacovigilance (gpv) and is a clinical report of an observational study (not specified) from a physician in (B)(6) of bacterial peritonitis in a subject coincident with dianeal pd1 and extraneal viaflex therapies. On (B)(6) 2009, the subject began treatment with dianeal pd1 (6000ml every day, lot number not reported) and extraneal viaflex (2000 ml every night, lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). It was unknown whether dianeal pd1 and extraneal viaflex therapies were ongoing. On (B)(6) 2010, the subject experienced bacterial peritonitis. On (B)(6) 2010, treatment with vancomycin(ip) began. On (B)(6) 2010, therapy with vancomycin ended. On (B)(6) 2010, treatment with vancomycin (ip) and ciprofloxacin oral began. On (B)(6) 2010, treatment with ciprofloxacin ended and on (B)(6) 2010, treatment with vancomycin ended. It was reported that the subject has recovered from the event of peritonitis (date not reported). The cause was failure to do exchange in clean environment. There was no reported allegation against a baxter device or solution.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the breach in aseptic technique as stated by the physician in the report from baxter global pharmacovigilance. The physician reported the breach occurred when the patient failed to do exchange in clean environment. A labeling review was performed which found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.